Event description:
Pt reported when attempting to change the insulin cartridge on the infusion device, the buttons worked intermittently. Pt reported attempting to press the buttons when they worked intermittently or jumped into the next menu point. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.